Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that their blood glucose level was over 400 mg/dl. It was noted that the pink slide moved forward but the cannula did not insert into the infusion site and was not visible upon removal. No information was provided on how the hyperglycemia was treated.